Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B) (4). Device not returned for analysis.

Event description:
(B) (4) peripheral cutting balloon registry. It was reported that in (B) (6) of 2005 the patient underwent treatment with the peripheral cutting balloon device for two lesions. The target lesions were located distally below the knee. The first lesion was at the tibio-peron trunk with no vessel tortuosity. The lesion type was de novo with severe calcification at target lesion. The angiographic data for the target lesion showed that the reference vessel diameter was 3.5mm and the lesion length was 1mm. Pre-procedure there was 70% stenosis and post-procedure there was 5% stenosis. Lesion morphology showed concentric stenosis and tight stenosis lesion. The second lesion was located distally below the knee with no vessel tortuosity. The lesion type was de novo with no calcification. The lesion reference vessel diameter was 3.5mm and lesion length was 1mm. Pre-procedure there was 80% stenosis and post-procedure there was 0% stenosis. The lesion morphology showed concentric stenosis and tight stenosis lesion. The patient had a one-month follow up assessment in (B) (6) of 2005 with the target lesion remaining patent since the procedure. The patient did not experience an adverse event since the procedure. The patient did not have any intervention since the procedure on any vessel. The patient had a three-month follow up assessment in (B) (6) 2005. The comment ¿indirect ecocolor doppler signe superficial femoral stenosis¿ is documented. The target lesion had not remained patent since the procedure. The patient experienced an adverse event since the procedure documented as ¿trophics lesion not improved¿. The patient has not had any intervention on any vessel since the procedure. The patient had a six-month follow up assessment in (B) (6) of 2005. The comment ¿indirect ecocolr doppler signe¿ is documented. The target lesion has not remained patent since the procedure. The patient experienced an adverse event since the procedure documented as ¿trophics lesion not improved¿. The patient has not had any intervention on any vessel since the procedure.